Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap hepatectomy, it was found that the electrode was peeled away. After that, another device was used and the operation was continued. When the sales rep arrived the operation room, it was found that the zirconia of the 1st device was broken. The broken piece fell into the patient, but it was removed from the patient. The broken piece fitted in exactly with the broken jaw. As no piece was confirmed on several x-ray, the doctor considered that no piece was left inside the patient and abdominal closure was performed. There were no adverse consequences to the patient. No device will be returning.